Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged tls stylet was confirmed; however, the cause was not identified. The product returned for evaluation was two photographs depicting a portion of tls stylet. Both photographs depicted the distal end of the stylet, including the polyimide region. The stylet exhibited bends and kinks within the polyimide region. The tip of the stylet appeared to be intact. While the depicted tls stylet was confirmed to be bent and kinked, inspection of the supplied photographs was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include device manipulation prior to or during attempted use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per email: we are reporting another case where we have seen a stylet bent from a procedure yesterday. Please see attached pictures. No other details provided at this time. On (B)(6) 2018- photo of the subject stylet shows kinking.